Event description:
Per the clinic, the patient underwent an abutment replacement under mac anesthesia due to skin overgrowth (specific date not reported). The internal fixture remains. Additional information has been requested but has not been made available as of the date of this report.